Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported that the sensor did not alarm their blood glucose was low and subsequently experienced sweating and became unresponsive for 10 minutes. The customer received an unspecified emergency injection, 15 mg glucose spray, apple juice, and a piece of bread with a jam from the husband as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.